Event description:
One day following the surgical implantation of a nucleus cochlear implant, this pt developed a fever, headache, and stiffness of the neck. A lumber puncture revealed a high white blood cell count and a follow-up culture confirmed the presence of pseudomonas aeruginosa. The pt. Was immediately treated with IV antibiotics (celtriaxione) and, after two weeks, recovered completely. The etiology of the patient's deafness was a congenital malformation of the cochlea. Pt. Was immunized against meningitis preoperatively (pnemovax), and received prophylatic antibiotics (cephazoline. Metronidazole). Perioperatively.